Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair. Service history review identified that the device was last serviced 27-jun-2022 for an issue related to "syringe port damage, screen scratches." Visual evaluation found the device to be in used condition, not in its original packaging. The screen was scratched, and the syringe port was cracked. The reported problem of "system fault" was duplicated and the most probable cause was error code 112 due to an intermittent motor. After the repair, the device passed all functional tests. The motor was replaced to address the primary complaint. Also replaced the front and rear housing, housing seal, syringe and battery cap, keypad and rear label.

Event description:
It was reported that device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.